Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/21/2017 with the following findings: a review of the black box showed no power on reset events. The returned battery cap and test cap attached to the pump but could not tighten. The returned cap threads were damaged. All battery cap contact heights and widths were within specifications. The battery compartment was cracked at the threads above the bumper, and at the case seal below the bumper. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no reboot occurrences occurred. The complaint of intermittent power occurred during investigation. No evidence of moisture was found before opening the pump. A leak test was performed and failed due to a battery compartment leak. The pump was opened to find no damage to the power circuit. No moisture was found internally.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was moisture inside it. It was also alleged that there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.